Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 480 mg/dl at the time of the incident and was treated with a manual bolus through the insulin pump and the blood glucose was decreasing. The customer¿s other blood glucose was 199 mg/dl. The customer declined troubleshooting for the high blood glucose. The auto mode feature was not active and was not automatically adjusting insulin at time of high blood glucose event. The insulin pump will not be returned for analysis.